Event description:
Patient presented with undiagnosed pain, small amounts of grey fluid in joint space. Revision of prosthesis recognised asr issues. Revision required to remove asr, potential raised ion levels and product failure.

Manufacturer narrative:
No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.